Manufacturer narrative:
Sister samples were sent for the evaluation however, testing has not yet been completed. Additional information e1 - (B)(4).

Event description:
The event involved a plum 360 pump and occurred on an unspecific date. It was reported that they attempted running different plum sets out of this order and none will run IV fluid through our pumps. A service technician came to our facility to run diagnostics on our plum pumps to make sure it wasn¿t the pump malfunctioning. He ran his own plum set tubing through our pumps, and his tubing did not malfunction. The recent order I received makes the pump throw an error code on start-up of the plum pump. Multiple samples were tested, an estimate of 10-15 samples, with four different pumps but the error persists. The technician tried using a different cassette to those pumps and they worked fine. The affected samples were already discarded but sister samples of the same lot are available for evaluation. Additionally, it was stated that patient involvement happens when they are not able to initiate hydration or medication delivery through the plum pump. They were using plum a+ pumps. The error code is listed in the plum pump manual as n185. The error message reads as: ¿proximal occl a at start up.¿ on the evaluation report by medical equipment services, it stated that they tried different cassettes and circuits in different pumps; they found the new cassettes are consistently failing proximal occlusion, older and cassettes from different stock functioned properly in all units.

Manufacturer narrative:
Received three (3) new 142420489 primary plum sets for inspection. No damages or anomalies noted on any of the sets. Each set was attached to an ICU medical provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. On one of the sets a proximal occlusion alarm was received. The set was removed and reinserted two more times. There was no alarm on the third test. No errors or alarms on the other sets. The reported complaint of a proximal occlusion alarm could be confirmed on one (1) of the new 142420489 primary plum sets. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.